Event description:
A da vinci xi monopolar scissors was discovered in the assembly area of spd (sterile processing department) with a broken gray cable and a slash in the insulation. It was removed from service. Unsure where the damage to this instrument occurred so it is not linked to any particular patient.